Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a staph infection that required his first device to be taken out. It was stated that the system was implanted in (B)(6) 2009 and might have been taken out in (B)(6) 2011, although it was unclear, and manufacturer database also did not reflect that. It was stated that no one knew why, but the infection got on the lead and didn't go to brain, so, as a precaution "they took the whole thing out." It was unclear if this referred to the whole system or just the implantable neurostimulator (ins), but, according to the manufacturer database, it might have been just the ins. It was also noted that "this was not a product defect but rather an infection problem." It was also noted that the patient had a good therapeutic benefit prior to the explant. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3387s-40 lot# v203702, implanted: 2009 (B)(6), product type lead product ID: 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID: 3387s-40 lot# v203702, implanted: 2009 (B)(6), product type lead. (B)(4).